Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.